Event description:
It was reported the pt experienced "an anesthesia event" during a stimulator trial. No further details were provided. Additional info received indicated the pt stopped breathing, their heart stopped, and they "lost their airway". There was no anoxic effect. The pt was resuscitated and transferred to the hosp where they were admitted. The trial was discontinued with no plans for a future trial. The pt recovered without sequela.